Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® sst¿ ii advance plus blood collection tubes had air bubbles in the gel and provided erroneous test results. No serious injury or medical intervention reported.

Event description:
It was reported that the bd vacutainer sst ii advance plus blood collection tubes had air bubbles in the gel and provided erroneous test results. No serious injury or medical intervention reported.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes. Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer's indicated failure mode for gel air bubbles with the incident lot was observed. Additionally, the customer samples were evaluated along with retention samples (also observed with a low frequency of tubes containing air bubbles in the gel) of the incident lot selected from bd inventory. The customer and retention samples were tested and no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, customer samples and retain tubes, the customer¿s indicated failure mode for gel air bubbles with the incident lot was observed. However, further testing of the customer samples and retain tubes was conducted and no issues pertaining to erroneous results was observed. Based on the investigation, the most likely root cause of the air bubbles in the gel was determined to be related to a manufacturing issue during gel dispense. However, the root cause pertaining to the erroneous results observed by the customer could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.